Event description:
It was reported that at the patient's follow-up visit several months post implant, it was found that the right ventricular lead had dislodged. The lead was repositioned and remains in use. The patient is part of the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device, analyzed, and no anomalies were found.